Event description:
The customer reported the tubes filled to halfway. The customer advised the incident occurred on multiple patient venipunctures with a straight needle and pressure applied to the tube. The customer advised they can not provide product samples as they used 6 or 7 tubes before discarding the rack.

Manufacturer narrative:
Complaint statement (B)(4): no samples or pictures were received for evaluation. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cuase of the event cannot be determined.